Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment in uterus'), device dislocation ('migration'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff essure confirmation test(s) conducted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal pain ("vaginal pain"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and soft tissue inflammation ("inflammation of tissue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, psychological trauma, vulvovaginal pain, weight increased, gastrointestinal disorder, nervous system disorder, migraine, headache, tooth disorder and soft tissue inflammation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, embedded device, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, soft tissue inflammation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as written in ppf discrepancy noted). Discrepancy noted for date(s) of removal: (B)(6) 2013 hysterectomy (full) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2019: ppf received. New reporter was added. Added event embedment in uterus, inflammation of tissue. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment in uterus'), device dislocation ('migration/migration of essure device location of device: missing coil') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth, gravida ii and parity 2. Plaintiff essure confirmation test(s) conducted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psych injury:depression"), vulvovaginal pain ("vaginal pain"), abdominal distension ("gi conditions: bloating"), feeling abnormal ("nuero condit/prob: brain fog"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), soft tissue inflammation ("inflammation of tissue"), mood swings ("mood swings") and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, vulvovaginal pain, weight increased, abdominal distension, feeling abnormal, migraine, headache, tooth disorder, soft tissue inflammation, mood swings and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, depression, device dislocation, embedded device, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, soft tissue inflammation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as written in ppf discrepancy noted). Discrepancy noted for date(s) of removal: (B)(6) 2013 hysterectomy (full) patient did not undergo essure confirmation test. Did you experience any complications of your unintended pregnancy or delivery:yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test (unspecified) showed bilateral occlusion. That the device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment in uterus'), device dislocation ('migration/migration of essure device location of device: missing coil') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth, gravida ii and parity 2. Plaintiff essure confirmation test(s) conducted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psych injury:depression"), vulvovaginal pain ("vaginal pain"), abdominal distension ("gi conditions: bloating"), feeling abnormal ("nuero condit/prob: brain fog"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), soft tissue inflammation ("inflammation of tissue"), mood swings ("mood swings") and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, vulvovaginal pain, weight increased, abdominal distension, feeling abnormal, migraine, headache, tooth disorder, soft tissue inflammation, mood swings and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, depression, device dislocation, embedded device, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, soft tissue inflammation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as written in ppf discrepancy noted). Discrepancy noted for date(s) of removal: (B)(6) 2013 hysterectomy (full). Patient did not undergo essure confirmation test. Did you experience any complications of your unintended pregnancy or delivery: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test (unspecified) showed bilateral occlusion. That the device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), vulvovaginal pain ("vaginal pain"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit / prob"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, psychological trauma, vulvovaginal pain, weight increased, gastrointestinal disorder, nervous system disorder, migraine, headache and tooth disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received : new events added - psych injury, migration, weight gain, gi conditions, nuero condit / prob, migraine, headaches and dental problems. Event she did not undergo confirmation test deleted. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment in uterus'), device dislocation ('migration/migration of essure device location of device: missing coil') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth, gravida ii and parity 2. Plaintiff essure confirmation test(s) conducted. On (B)(6)2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psych injury:depression"), vulvovaginal pain ("vaginal pain"), abdominal distension ("gi conditions: bloating"), feeling abnormal ("nuero condition/prob: brain fog"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), soft tissue inflammation ("inflammation of tissue"), mood swings ("mood swings") and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)/pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, vulvovaginal pain, weight increased, abdominal distension, feeling abnormal, migraine, headache, tooth disorder, soft tissue inflammation, mood swings and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, depression, device dislocation, embedded device, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, soft tissue inflammation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as written in ppf discrepancy noted). Discrepancy noted for date(s) of removal: (B)(6) 2013 hysterectomy (full) patient did not undergo essure confirmation test. Did you experience any complications of your unintended pregnancy or delivery:yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test (unspecified) showed bilateral occlusion. That the device was in place. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Updated event psych injury to depression, gi conditions to bloating, nuero condit/prob to brain fog. New event mood swings, anxiety was added. Pregnancy outcome updated from not reported to live birth; outcome unknown. Reporter was added. Lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.